Event description:
Plaintiff alleges that he has become sensitized to latex and is subject in the future to one or more anaphylactic reactions to latex products. As a result of this disease, pt alleges that he has suffered substantial injury, pain and suffering as well as economic loss.